Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified left anterior descending artery (lad). The physician advanced a non-bsc intravascular ultrasound (ivus) catheter to the target lesion, however it was unable to cross the proximal lad and was removed. The physician predilated the target lesion with a 3.0x15mm non-bsc balloon catheter before deploying a 32mmx3.00mm taxus element stent at 14atms. The stent was post-dilated with a different 3.0x15mm non-bsc balloon catheter. The physician then advanced another non-bsc ivus catheter to the implanted stent, however the ivus catheter became stuck on the implanted stent. Upon removal of the ivus catheter, a non-bsc guide catheter came into contact with the implanted stent causing it to deform. There was difficulty removing the ivus catheter from the patient but they managed to do so. The implanted stent was post-dilated with the same 3.0x15mm non-bsc balloon catheter. No further patient complications were reported and the patient's status is good,

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).